Event description:
A (B)(6) old male trached with shiley tracheosoft on (B)(6) 2011 for acute respiratory distress. On (B)(6) 2011, the plastic "cuspid" or end of trach that holds the intercannula broke off, thus not able to support the intercannula. Attempts to reinsert a trach were not successful, necessitating insertion of an endotracheal tube to maintain airway. Pt's blood saturation levels did not fall dramatically during this process.